Manufacturer narrative:
Continuation of d10: product ID 8731 lot#, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 11-aug-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump. It was reported that the pump was at normal elective replacement indicator (eri) and was replaced. Physician made the decision to replace the catheter after they were unable to aspirate and spotted an occlusion at the end of the catheter on imaging. There was never a complaint from the patient they were scheduled just for a normal eri pump replacement and physician decided to go ahead and replace the catheter as well. The issue had resolved at the time of this report.